Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump, ensuring it had updated software. There was no backup insulin therapy available, and the customer was advised to consult with their healthcare provider.